Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. The technician was unable to duplicate the motor not running during occlusion test. The root cause of the reported issue could not be determined for the intermittent error. Replaced stepper motor for preventive measure, cleaned and greased the whole motor assembly. Performed occlusion tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the device will turn on but will not infuse. No patient injury was reported.